Manufacturer narrative:
D4 and h4: the device reference number and expiration/manufacturing dates could not be provided as the device was not returned and the information was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Although the part number is unknown, the instructions for use (IFU) for prostyle will be used. The patient effect of vascular injury is listed in the prostyle IFU, section 9.0, as a potential adverse event associated with use of the suture mediated closure devices. Without the device returned for analysis and a specified failure mode, a conclusive cause for the insufficient information could not be determined. Additionally, a definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: user facility medwatch #mw5151003.

Event description:
User facility medwatch report (#mw5151003) received, stating: as reported by the edwards field clinical specialist, after successful implant of a sapien 3 valve in the aortic position, the perclose failed requiring vascular intervention to repair the femoral artery. The patient was transferred in stable condition for post management care. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).